Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0209889 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that while using a syringe 0.3ml 31ga 6mm the consumer noticed a small droplet of moisture coming from the syringe when she depressed the plunger rod. The following information was provided by the initial reporter: verbatim: voicemail: no information.02-02-21: I returned consumer's call, she stated that she noticed a small droplet of moisture coming from the syringe when she depressed the plunger rod.lot #: 0209889catalog #: 324910date of event: unknown samples: discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a syringe 0.3ml 31ga 6mm the consumer noticed a small droplet of moisture coming from the syringe when she depressed the plunger rod. The following information was provided by the initial reporter: verbatim: voicemail: no information.(B)(6) 2021 : I returned consumer's call, she stated that she noticed a small droplet of moisture coming from the syringe when she depressed the plunger rod.lot #: 0209889catalog #: 324910date of event: unknownsamples: discarded.